Event description:
Customer reported that the down arrow button on the insulin pump became unresponsive. The blood glucose reading was 104 mg/dl. He also reported that he had been frequently experiencing button errors on the insulin pump and that he was not rough on the insulin pump and that it was never exposed to moisture. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.